Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, assisted the customer with the reset process, and confirmed that the issue did not recur. The customer was able to continue using the pump and was advised to call back if the malfunction happened again.